Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis ( pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with an unspecified treatment for the event. At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: the patient was discharged from the hospital four days after hospital admission. At the time of this report, the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.